Event description:
Physician reported additional event of fat necrosis in the right breast but no pathology was completed.

Event description:
Family member reported pt death noting the cause of death as lymphoma. The pt had a history of right side breast cancer and endometrial cancer. Several attempts were made to gather add'l info regarding the diagnosis of lymphoma, but no one could provide the info requested. The coroner's office were able to confirm the date and cause of death, but not the specific type of lymphoma.

Manufacturer narrative:
Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the cor study, in the labeling for silicone implants.